Manufacturer narrative:
Initial and final MDR, (B)(4), MDR device 2 of 4.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced four events of occlusion alarm on 03-nov-2024. Patient reported that the occlusion was in the tubing. No further information was available.